Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device: (r) essure coil never found / the right essure was never identified.') And crohn's disease ('autoimmune disorder type of disorder: crohns disease') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included pelvic adhesions. Concurrent conditions included abdominal pain, appendicitis, diverticulosis, diverticulitis, gastroenteritis, peptic ulcer disease, parasite allergy, endometriosis, ovarian cyst, adnexal mass, pelvic congestion syndrome, adhesion, irritable bowel syndrome, cystitis interstitial, colitis, diverticulosis, appendicitis, vaginismus and adhesiolysis. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced crohn's disease (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and oestrogen deficiency ("hormonal changes describe: estrogen deficiency post hysterectomy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), depression ("psychological or psychiatric problems condition: depression"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), gastrointestinal disorder ("gi conditions"), psychological trauma ("psych injury related to essure") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). The patient was treated with bisoprolol fumarate (selecta), surgery (on (B)(6) 2014 hysterectomy with bilateral salpingo-oopherectomy ¿ laparoscopic) and colonoscopy. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, dysmenorrhoea and dyspareunia was resolving and the device dislocation, crohn's disease, device expulsion, depression, urinary incontinence, fatigue, weight increased, oestrogen deficiency, alopecia, abdominal pain, bladder disorder, gastrointestinal disorder, psychological trauma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, crohn's disease, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, migraine, oestrogen deficiency, pelvic pain, psychological trauma, urinary incontinence and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6)2008. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs was received- events- "pelvic/abdominal, dysmenorrhea, dyspareunia, expulsion, crohn¿s disease, psych injuries related to essure, bladder probs, migraine, fatigue, gi conditions, hair loss, weight gain, essure confirmation test not done" added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device issue ("severe issues with the device") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2014, the patient had essure inserted. On unknwon date (reported as (B)(6) 2014 in source document), during a laparoscopy, patient's doctor noticed severe issues with the device (device issue - seriousness criteria medically significant and intervention required) and promptly scheduled a hysterectomy. Company causality comment. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.